Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. It was reported that the time loss was greater than five minutes per month. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because time loss or gain during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-dec-2018 with the following findings: during investigation, the battery compartment was cracked at the threads on the side. The battery cap was not returned, and a test battery cap was unable to fit to maintain an electrical connection. The pump was unable to power up and was completely unresponsive due the damage. The alleged "time loss/gain" was unable to be adequately investigated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.